Event description:
It was reported that batteries have failed testing. Battery sn: (B)(4), MFR report# 3003793491-2013-00165. Battery sn: (B)(4), MFR report# 3003793491-2013-00166. Battery sn: (B)(4), MFR report# 3003793494-2013-00167. Battery sn: (B)(4), MFR report# 3003793491-2013-00168. Battery sn: (B)(4), MFR report# 3003793491-2013-00169.

Manufacturer narrative:
The autopulse nimh battery sn (B)(4) involved in the event was returned to zoll on (B)(4) 2012 and was analyzed. Visual inspection of the battery shows no discrepancies. Furthermore, the reported problem was not confirmed. Battery passed testing. No adverse event was reported.